Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The physician informed a boston scientific (bsc) representative that the patient had visited another facility over the weekend (B)(6) 2025), due to symptoms of confusion and was subsequently admitted to the hospital. Magnetic resonance imaging (MRI) was performed which confirmed an ischemic stroke occurred. The patient was on a medication regime of eliquis 2.5 and aspirin 81mg at the time of the event. The patient was scheduled for a transesophageal echocardiography (tee) on (B)(6) 2025. There was no change in device position, seal, and no signs of thrombus present. The patient was discharged, and symptoms had fully resolved.